Event description:
It was reported that an unspecified number of bd nano¿ ultra-fine¿ pen needles were not functioning. The following information was provided by the initial reporter: when we pull the tag off, the needle is unable to insert into pen. We've seen this on several needles in the last few boxes we've used - the frequency is increasing on the current box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0134149. Medical device expiration date: 2025-06-30 . Device manufacture date: 2020-05-13. Medical device lot #: unknown . Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that an unspecified number of bd nano¿ ultra-fine¿ pen needles were not functioning. The following information was provided by the initial reporter: when we pull the tag off, the needle is unable to insert into pen. We've seen this on several needles in the last few boxes we've used - the frequency is increasing on the current box.